Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a leaflet of the valve may have been pinned after post dilation and moderate to severe central regurgitation was noted. Subsequently, a second transcatheter bioprosthetic valve was implanted and resolved the regurgitation. No adverse patient effects were reported.